Manufacturer narrative:
The index surgery information is unknown; additionally, no implants or x-rays were made available for review. The complaint allegation cannot be confirmed at this time. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
On (B)(6) 2020, seaspine was made aware that a revision surgery occurred on (B)(6) 2020 as a result of mariner set screws disassociating in the postoperative period from levels l2-s1.